Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain and tibial aseptic loosening approximately five (5) years post-operatively. Initial operative notes noted no intraoperative complications. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1, b2, b3, b4, b5, b7, d6b, g3, g6, h2, h6, h11.

Manufacturer narrative:
(B)(4) d10 - concomitant devices - nexgen lps-flex option femoral component size f right catalog #: 00576401652 lot #: 64906624, nexgen lps-flex articular surface size ef/5-6 12mm catalog #: 00596404012 lot #: 64795802, nexgen all poly patella 35mm catalog #: 00597206535 lot #: 64874775. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is experiencing unknown post-operative complications approximately five (5) years following a right knee arthroplasty. Initial operative notes noted no intraoperative complications. No additional information is available.